Manufacturer narrative:
There was no patient injury. However, there was a device malfunction in which the stylet would not remove from the PICC. The PICC subsequently had to be removed and replaced with a new PICC. No inconsistencies were found in the review of inspection records or dhrs related to the complaint lot number. One sample was returned. The catheter had been trimmed to the 25cm mark and the stylet had been partially retracted. It was found that the stylet was kinked in two places. The stylet was only bent but the stylet could still be removed without bunching of the catheter. A definitive root cause of the inability of the user to remove the stylet after insertion was not determined. Possible causes of the user not being able to remove the stylet after insertion include placement of the catheter in a narrowed area or vein, rapid removal of the stylet, or failure to adequately prime (flush) the catheter. Catheters undergo 100% inspection during the manufacturing process to ensure the integrity of the catheter. 100% inspection would have revealed any possible kinking and bending of the stylet.

Event description:
Unable to remove stylet after insertion. Required PICC removal and new PICC inserted.